Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg was unable to set to MRI mode. Diagnostics revealed high impedances on all the contacts of the lead. It was also reported that patient experienced a major fall. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.